Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the patient is still in the hospital as a result of the event that occurred with the device? Or if the hospital stay for this patient is consistent with what would typically be done after this procedure

Event description:
It was reported that during the resection of low rectal cancer, after fired, found the staples malformed with irregular shape. Scalpel and suture were used to complete the surgery. The surgery delayed about 30 minutes. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4).batch # p55k93. Additional information was requested and the following was obtained: can you please clarify if the patient is still in the hospital as a result of the event that occurred with the device? Or if the hospital stay for this patient is consistent with what would typically be done after this procedure? The patient is stable and left from the hospital. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.